Manufacturer narrative:
Concomitant medical products: product ID: 97712, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimu lator. (B)(4).

Event description:
The consumer via a manufacturer representative reported that since (B)(6) 2014, in certain positions their implantable neurostimulator (ins) would zap them to the point that they could not move. There was no specific position that caused this issue. At the time of the report the patient was only using their stimulation sporadically and only if lying down. They did not trust using their stimulation. The impedances were within normal limits. A myelogram was performed and it was noted that the lead was in crooked and in retrograde. The patient noted that they did not have low back coverage but per previous notes the decision was made to just take the lead to t9. They tried to reprogram the lead for better coverage but the top of the lead still got the patient bilateral leg coverage. High density programming was going to be attempted. The patient was indicated for radiculopathy, chronic low back pain, and spinal pain. No outcome or serial number was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a manufacturing representative (rep) and the patient reported that there were positional changes. Stimulation got way too intense in certain positions to the point where she could not move. It was primarily when lying on her back. The rep reprogrammed to provide better back coverage. Impedance check was within normal limits at all contacts. No actions or interactions were taken to resolve the issue. The issue was not resolved at the time of the report. No surgical intervention occurred and none was planned. The patient and the physician assistant at the healthcare professional (hcp) office discussed pocket revision and battery replacement if insurance coverage approved or if the patient was having too much trouble. The rep later reported that the cause of the positional, intense stimulation was not determined. It was unknown if the reprogramming resolved the issues. The rep called the patient to follow up with the patient but there was no answer.